Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low scan of 55 mg/dl on the sensor as compared to a healthcare professional result of 103 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No symptoms were reported however, the customer received unspecified third-party treatment for the reported issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor was unable to be re-programmed. Sensor was de-cased and battery was replaced. Visual inspection has been performed on the sensor plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low scan of 55 mg/dl on the sensor as compared to a healthcare professional result of 103 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No symptoms were reported however, the customer received unspecified third-party treatment for the reported issue. No further information was provided. There was no report of death or permanent impairment associated with this event.